Event description:
I currently use the omnipod 5 insulin pump management system. They partner with glooko and 3rd party system to upload and manage our pump data and share with our physician. In my case, my endocrinologist. The glooko website is used to create pdf charts and graphs and also stores all our omnipod insulin pump settings so that my endocrinologist can see it remotely and recommend pump settings changes when I am experiencing health problems with my hyper or hypoglycemia as a type 1 diabetic. Since rolling out the omnipod 5 system this has never worked correctly and omnipod (insulet) has been made aware of this. There is major discrepancies in the data, pump settings from what my insulin pump is set to vs. What it sends to my physician and what it puts on the pdf reports that glooko creates. All this is a huge health risk, because my physician relies on this data to recommend insulin pump settings changes when I am hypoglycemic or hyperglycemic. When I am having health issues or sick, my physician cannot give me medical advice because he has no idea what my actual pump settings are since the data in glooko is not what my actual omnipod insulin pump is set to. I have numerous email chains with glooko and omnipod dating back to july 6, 2022 where they "are looking into this" but there is still no resolution. I have to keep reaching out to them for an answer or help because they will not tell me anything or offer me any assistance as the patient. When I call their 24/7 customer service phone number I just keep getting the run around and am told someone will get back to me within 3 business days. That is not 24/7 patient support. I have attached photos of the settings for my omnipod 5 insulin pump (screenshot july 14 at 9:08 am) as well as what glooko says my device settings are showing the discrepancy (screenshot (B)(6) at 9:08 am) and the pdf that glooko created also with the incorrect device settings (screenshot july 14 at 9:08 am). This is a huge patient care liability on the part of glooko and omnipod that I feel they are not taking seriously. This device would have never been FDA approved with this issue and discrepancy in patient data. FDA safety report ID# (B)(4).